Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. In addition, pmv led a photographic evaluation of one device. The visual inspection of the returned photo noted that the loading unit jaw was open and no sign of staple line on the cartridge. The tyvek side of packaging was included in the image. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of the clamping mechanism was deformed that has no relationship to the reported condition. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit or clamping over excessive thickness. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lung lobectomy, firing was attempted to be performed and the handle was squeezed, but device did not fire. It was considered that pre-fire occurred. Another device was used to complete the case.